Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. A field service engineer replaced the rail to resolve the issue. The system functioned as intended after the field service troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubie drawer was failed. The customer reported that the user was able to retrieve medications from the pharmacy or another station. There were no adverse events or injuries reported based on this event.